Event description:
Patient presented to the physician with the ipg migrating superficially toward the skin at the chest incision site, posing a risk of erosion. Physician brought the patient to the operating room and upon surgical evaluation, noted that the stimulation and sensing leads were balled up and positioned in front of the ipg. Physician untangled the lead wires, repositioned them behind the ipg, and closed. Postoperative antibiotics were prescribed following the procedure.